Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that she was watching tv when she had a sudden shocking sensation at the implant site that lasted only a couple of seconds. The patient stated she had never experienced anything like it and denied any previous falls or accidents. The patient was going to meet with the rep on (B)(6) 2021 to check the system. The issue was not yet resolved at the time of the report. Additional information received from the manufacturer representative reported that the cause of the shocking was unknown. The patient had explained that it was a transient occurrence that lasted about 3 seconds and passed. The device was interrogated and impedances were within normal limits. The issue had been resolved.